Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked alarm. Customer stated that the insulin did not exit and insulin pump alarmed insulin flow blocked. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the self test. Pump failed the rewind test due to rewind anomaly. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly. The test p-cap and reservoir locks properly into the reservoir compartment. Pump's history and trace files downloaded successfully using thump software. No delivery alarm was found on the event date of 01-may-2022 at 9:42:56 pm during priming. Pump was cut open to perform visual inspection and found a loosely connected motor slide. Reconnecting the motor slide to the gearbox, the pump was monitored and functioned properly. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, pillowing keypad overlay, stained keypad overlay, and label damage. Unable to verify customer's complaint for no delivery/occlusion alarm during therapy due to rewind anomaly. Rewind anomaly was confirmed during testing due to a loosely connected motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.